Event description:
A complaint was received regarding an ext set w/2 clave¿ clear that experienced leakage. This is report 2 of 3. The following issue was reported by the customer: ¿for the past few days, we've been having issues with the 011-mc33112, which is leaking from the highlighted area in red (photo). The issue happened at least 3 ties this week, some devices from the lot 14073813 are poorly screwed and leak even after retighten the screw¿. The customer provided one photo of the device was provided highlighting the area of the female luer. Additionally, "2 incidents occurred on april 03, 2025, with unknown dates for other, during infusion of the nacl, before the injection of the radioactive medication, the patients information is unknown, the patients were stable, no one was harmed, there were no adverse effects, there was no delay in therapy the device was changed and the therapy was completed, there was no blood loss, there was no need for additional medical intervention, there was no unprotected exposure to a cytotoxic during the incident, the leak was wiped. There were no anomalies with the stockage of the device, the incident was noted both times at the same location on the device."

Manufacturer narrative:
G4: model number is not sold in the us but similar device is sold under model 011-c3333. This product was used for the di, product code, and 501k. The device has been received, but the investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Manufacturer narrative:
The device responsible for this occurrence was not returned for evaluation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in d10 concomitant products section.